Event description:
It was reported that the pacer dependent patient presented with atrial lead and ventricular lead noise, observed on stored egm. The lead noise led to inappropriate automatic mode switching. The noise was not reproducible in clinic. All other lead parameters were satisfactory. It was further noted that atrial lead noise was first observed in 2016. The leads were reprogrammed. The patient was well and had no symptoms due to the event.